Manufacturer narrative:
The reported event noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found the outer coil bent/compressed, and the outer insulation breached consistent with clavicular crush. The cause of the reported events was isolated to the damage insulation at the clavicular crush region.

Event description:
Related manufacturer reference number: 2017865-2023-52120. It was reported a patient's right ventricular (rv) lead and atrial lead presented with oversensing noise. Both leads were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.